Event description:
The account generated a negative architect hiv ag/ ab combo result of (B)(4) on a patient that tested (B)(4). Additionally, the patient also tested axsym hiv ag/ab negative. No patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
This issue was previously reported under MDR number 1415939-2012-00417 with the manufacturing site of (B)(4), USA. This report is to correct the manufacturing site to (B)(4), which was discovered during a retrospective review. This report is being filed on an international product, architect hiv ag/ab combo, list 4j27, that has a similar us product distributed in the us, architect hiv ag/ab combo, list 2p36. (B)(4). Ticket searches determined that there is no atypical complaint activity for the likely cause lot and the 12 month tracking and trending report review determined that there are no adverse trends and no nonstatistical trends identified for the complaint issue. Based on this data, the product is performing as intended and no product issues were identified. Due to the nature of the complaint further investigation was performed. (B)(4). A review of product labeling concluded that the issue is sufficiently addressed. All generated data demonstrate that the performance of the architect hiv ag/ab combo reagent lots identified in the complaint is performing acceptably.